Manufacturer narrative:
H-10: the handpiece was received for evaluation 1/13/97; testing completed 1/22/97. Findings indicate device met specifications. No additional patient info received to date. This report was mailed in to FDA on: 2/21/97.

Event description:
Reporter stated that a corneal burn occurred after phaco power was increased.